Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020 with blood glucose of 14 mg/dl. Customer reported that the insulin pump was on auto mode at the time of incident. It was reported that the insulin pump was over delivering. The insulin pump will be returned and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No over delivery anomaly noted during testing.